Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal did not fit in the device. The operation was completed without any problem using the new device. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise #(B)(4). Updated sections: b4, d10, g4, g7, h2, h6, h10, h11 corrected section: h3 device evaluated by mfg from "no" to "yes" testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device and the seal. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety off, which allows the white plunger to be depressed. The seal was observed in a fully opened, deployed state. There were no cracks or delamination observed on the seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. There were no visual defects observed on the seal or tensions spring assembly. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device the reported failure "fitting problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # 493372. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were three (3) additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of ¿apr 2021¿ through ¿jul-2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal did not fit in the device. The seal could not be loaded. The operation was completed without any problem using the new device.